Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended and retracted within six turns. Helix, fully extended, measured .076 inches within specification. Primary analysis findings: no anomalies found.

Event description:
It was reported, during the implant procedure, the lead appeared to be functioning. However, the physician lost impedance with the lead. It was further noted positioning difficulty was encountered and unstable threshold was observed. This lead was withdrawn and replaced. A same brand lead was selected and successfully implanted without incident. No patient complications have been reported as a result of this event.